Event description:
Asymptomatic and implant spun were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported asymptomatic, inadequate bone quality/bone quantity and implant spun.